Manufacturer narrative:
E1: brand name : inset guard. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported by the patient that he was experienced high blood glucose levels due to insulin did not exist from the quick release and was treated with manual injections on (B)(6) 2026.